Event description:
It was reported that pectus bar was implanted on an unknown date. More than two years after placement, the patient developed symptoms early of allergy including rash in the distribution of the bar as well as systemic itchiness, congestion, and eventually a non-purulent drainage from the insertion site. The bar was removed which resolved the allergic complex. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: device evaluated by manufacturer - a product evaluation was not possible as no product was returned and no part or lot information was provided. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.